Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a left anterior descending coronary artery. The lesion was pre-dilated twice with a 3.00 x 12 mm trek rx balloon dilatation catheter (bdc); however, during advancement through the guiding catheter for the third time for another dilation, the trek rx bdc shaft snapped and separated into two pieces within the guiding catheter. A non-abbott balloon was used to complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported separation appears to be related to operational context. It was reported that the device was successfully used in the procedure two previous times and on the third advancement the shaft separated. There was no damage noted to the balloon dilatation catheter (bdc) during the inspection prior to use or during the first two advancements, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis notes that the hypotube fracture face was in oval shaped which can indicate the hypotube was kinked and then separated. In this case, it is likely that the bdc was inadvertently mishandled during removal on the second advancement and /or during the third advancement such that the shaft became kinked and upon further manipulation it ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.